Event description:
It was reported to philips that there was a problem with the longitudinal stand movement. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and the procedure, but the customer did not provide any information. The philips field service engineer (fse) inspected the system onsite and confirmed that the problem with the longitudinal stand movement. Upon functional testing, the fse found that the longitudinal stand movement loses its calibrated data or failed the encoder test. As per the suggestion given by nss team geo io box need replacement. The defective geo io box was returned for analysis but couldn¿t confirmed any malfunction, however the fse replaced the geo io box and rebooted it five times by which the geometry came up every time with no issue. Upon further checking the fse determined that longitudinal position calibration data was not done but the system was working. The fse replaced the l splitter board in the back of the l arm and redid the longitudinal potentiometer calibration. After this, the system showed longitudinal position calibration was not good. The fse redid the calibration current sensor calibration and found that the adjustment of frontal stand error popped up again. The fse installed a longitudinal potentiometer for the frontal stand and did all the calibration, but the issue persisted. At the end the fse replaced the amc triple servo drive as fse found a bent pin on cn4 connector. Straightened pin, performed current and positional calibrations. Rebooted 5 times and did not see the error come back. Downloaded software for the amc drive and re-ran all current sensor calibrations. After replacement of geo io box, l-arm connection splitter, amc triple servo and longitudinal pot meter, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per IFU the azurion series with a floor or ceiling mounted stand allowing for longitudinal and transverse movements. The azurion flex move stand option which provides for longitudinal, transverse, and diagonal movement. The azurion flexarm stand option which provides longitudinal, transverse, and diagonal movement, as well as rotation along the z-axis and free detector rotation. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.